Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The report was received without a production lot number, therefore the manufacturing site is unk.

Event description:
During a laparoscopic appendectomy procedure, the instrument was difficult to close inside the pt. The surgeon broke the jaws to remove the device and applied another instrument to complete the procedure without pt injury.